Event description:
It was reported to boston scientific that during the hydrothermal ablation (hta) procedure, while using the hydrothermablator procedure set, the sheath cracked. Half way through the ablation phase, a portion of the sheath (one half inch from the scope adapter) cracked and hot saline leaked out. The patient indicated feeling "hot", the patient was cooled down, no sign of physical burn was observed. The case was completed with another of the same device.